Manufacturer narrative:
The insulin pump was received with no unexpected no delivery alarm noted during testing. The pump was received with all operating currents within spec and passed functional testing including the rewind test, self-test, unexpected error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the high pressure test did not pass. The customer¿s blood glucose level was 350 mg/dl and 390 mg/dl. The customer was repeated the high pressure test. The insulin pump will be returned for analysis.